Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  It was observed that the analog pcb assembly was had caused two internal hlc batteries, designators bt1 and bt3, to become depleted.  It was also observed that the digital pcb assembly had lost its memory.

Event description:
It was reported that during a preventative maintenance test of a physio-control loaner device, it was observed that the device would no longer power on.  This was discovered during testing and there was no report of any patient use associated.